Event description:
Dr was administering medication when finger ring broke in half causing injury to the dr. Very slight cut occurred at thumb crease. Bandage was applied, no further action was required.